Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the ecgs were non-functional. The cause for failure was isolated to q1 of ECG b is defective. The root cause for the defective q1 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.